Event description:
Medical records received a call from the patient on (B)(6) 2011. Lead was implanted on (B)(6) 2007. Patient stated that this lead was explanted on (B)(6) 2010 due to infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)